Manufacturer narrative:
The serial number was unknown to the reporter. The reporter is returning all devices in inventory. After evaluation, the serial number will be provided. Gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a craniotomy surgery for tumor removal, it was observed that the irrigation continued for eight-ten seconds after the cutting had stopped on the console device. It was reported that there were no delays in the surgical procedure and the same device was able to be used in order to successfully complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was reported as may 23, 2014 in the initial report and has been updated to unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.